Event description:
It was reported that the customer repeatedly received no delivery alarms on his insulin pump. The customer verified that the reservoir was not empty. His blood glucose was at 163 mg/dl. The customer also made mention of cramps in the hands, thumbs and legs, but stated he did not believe this was due to diabetes. The customer stated he was able to prime after a set change and experienced no further alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.